Event description:
It was reported that during the implant procedure, a competitor guidewire became stuck in the lead after lead placement using the gu idewire. The guidewire was cut at the proximal lumen of the lead and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).